Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitive device. It had been reported to the boston scientific representative that the device had reached elective replacement indicator (eri) battery status, but device interrogation revealed this was not the case. The device was returned for analysis.

Manufacturer narrative:
Upon receipt, the device was confirmed to be at middle of life 2 (mol2) battery status. The device was put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. Visual inspection noted that the device header was loose from the case. The root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report.